Manufacturer narrative:
Follow up #1 08/12/2016 additional information: the reporter contacted animas again on (B)(6) 2016 and indicated that they now saw evidence of moisture corrosion on the battery compartment of the pump. There is no additional information at this time.

Manufacturer narrative:
Follow-up#2 submitted on 8/15/2016 additional clarification: on 7/28/2016 patient found no evidence of moisture/corrosion, patient called back on (B)(6) 2016 to report that now they see corrosion inside battery compartment.

Manufacturer narrative:
Device evaluation follow-up #3 submitted 10/14/2016: the device was returned to animas and evaluated by product analysis on 09/21 /2016 with the following results: bb shows "por" events associated with the clearing of eaw 128 replace battery alarms per normal operation. Additional "por" events observed in the bb following low battery warnings. Battery changes also occurred during these "por" events. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Evidence of moisture contamination inside battery compartment and underside of battery cap contact hub and ground spring. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicate during investigation. Leak test shows leak at display lens. Removed pump case. Evidence of additional moisture contamination inside pump on transceiver board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.